Manufacturer narrative:
The device db-1216 vercise genus r16 ipg kit serial number (B)(6) was not returned to boston scientific for analysis. However, a labeling review did not reveal any anomalies as it states: 'pain, headache or discomfort' is a known risk with the use of deep brain stimulation. Based on the available information, patient symptoms are known inherent risks with use of the (ipg) as part of a deep brain stimulation (dbs) system, as documented in the IFU. The devices nm-3138-55 55cm 8 contact extension sn: (B)(6) were not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Record review revealed no additional information related to the complaint. Based on the available information, this investigation is unable to determine a probable cause for the complaint and the conclusion code ''unable to exclude device problem'' will be used. B3: approximated based on the date the manufacturer became aware of the event block d2b: additional applicable product codes: nhl, pjs. Additional suspect medical device components involved in event: product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: 5179174 UDI: (B)(4). Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: 5179120 UDI: (B)(4). Correction to the initial MDR in blocks: d7a, h6, h11.

Event description:
It was reported that a patient with a deep brain stimulation (dbs) system underwent an elective explant procedure due to complaints of tightness associated with significant weight loss. The explanted devices are unavailable for return, as the medical facility declined to release them. The patient is reported to be doing well postoperatively. No additional information has been provided at this time.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event block d2b: additional applicable product codes: nhl, pjs. Additional suspect medical device components involved in event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 5179174. UDI: (B)(4). Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 5179120. UDI: (B)(4).

Event description:
It was reported that a patient with a deep brain stimulation (dbs) system underwent an elective explant procedure due to complaints of tightness associated with significant weight loss. The explanted devices are unavailable for return, as the medical facility declined to release them. The patient is reported to be doing well postoperatively. No additional information has been provided at this time.